Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked case at the display window corners, reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having low blood glucose and woke with a blood glucose of 50 mg/dl. Customer's current blood glucose was 61 mg/dl. Customer treated with juice and food. Customer had been experiencing low blood glucose for 3 days prior to the low blood glucose. Customer stated that he was shaking and got some food. Customer was not admitted as an inpatient for medical treatment. Customer found the time was incorrect and corrected the programming. Customer stated that he had changed the basal rates and went snowboarding today. Customer stated that the insulin pump was exposed to an MRI when he got his knuckle x-ray about 2-3 weeks ago. The pump passed the displacement test and customer was advised that the pump will need to be replaced since he had a motor error alarm. The customer was advised to discontinue use of the pump and to revert to a back-up plan.